Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket swelling and possible infection. Reportedly, the patient had pain and discomfort. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental report was being filed to correct the g4: bsc aware date (additional information aware date), h3: device evaluation by manufacturer and device not eval by MFR code, and h11: additional MFR narrative.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to pocket swelling and possible infection. Reportedly, the patient had pain and discomfort. There were no additional adverse patient effects reported. The ra lead was explanted.